Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the battery is exhausted. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the customer is requesting to order a replacement battery. The customer was transferred to parts ordering. The device remains at the customer site. Based on the information available, the cause of the reported problem was a component failure. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was transferred to parts ordering to order a replacement battery as requested. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: customer requested to order replacement part.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor battery is dead. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.